Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that implantable cardiac monitor exhibited failure to sense. No intervention were performed. The patient was in stable condition and will continue to be monitored..

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the implantable cardiac monitor exhibited low ventricular sensing.